Event description:
It was reported that the vns patient experienced status epilepticus in (B)(6) 2014 and she was subsequently hospitalized. The patient continued to have status epilepticus episodes at the hospital, so additional medication was given. Clinic notes were received indicating that the patient¿s device was tested on (B)(6) 2014 and both normal mode and system diagnostic results revealed normal device function. The patient had been doing well following the hospitalization. No further information relevant to the event has been received to date. Settings: output current - 2ma / frequency - 25hz / pulse width - 250usec / on time ¿ 30 sec / off time ¿ 0.8 min / magnet output current ¿ 2.25ma / magnet pulse width - 500uesc / magnet on time - 60sec.

Event description:
It was reported that the patient does have a history of status epilepticus events. The physician stated that the event was a seizure breakthrough.